Manufacturer narrative:
The event was reported to have occurred on an unreported date "last month" from the date of receipt. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for treatment (no further details reported). At the time of this report, the patient outcome was not reported. On an unreported date, the pd catheter was removed. No additional information is available.